Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6, and h10. On 20-sep-2021, intuitive surgical, inc. (Isi) received the following additional information about the reported event: the stapler and reload are not available for analysis as they were discarded by the site.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the sureform 60 stapler instrument and the reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. The site discarded the reload before this complaint was created. A follow-up MDR will be submitted if the stapler is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs for the procedure date of (B)(6) 2021 has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures, with the exception of the following: cadiere forceps (lot number n 12210726-0154) and mega suturecut needle driver (lot number n 11210524-0194), and site reviews have shown that no complaints were filed against these instruments. Additional logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: all firings were completed per the logs. The first and fifth firing had 1 pause for compression, the rest had no pauses. There were no incomplete clamps by this instrument. There were no firing failures seen as per the logs. This complaint is considered a reportable adverse event based on the following: the patient required the placement of a drain and an omental patch repair which was not planned as part of the procedure. The patient also required prolonged hospitalization due to the stapling incident which is considered a medical intervention to preclude permanent impairment. Although a hole in the staple line was found, the incomplete staple line was related to the tissue pushing from the jaws as the staple fired and not due to staples being retained in the reload. The staples were deployed but did not staple the target tissue. The tissue pushing from the jaws may be indicative of other factors, like unexpected tissue conditions, incorrect reload selection for the tissue, incomplete jaw cleaning or other factors. This failure would be detectable upon use. Furthermore, there was an element of use error as the surgeon felt that the tech may not have done a thorough job in cleaning the stapler before the firing process, leading to the tissue push issue. The complaint will be reassessed to determine if there is a confirmed failure of the stapler following the failure analysis investigation. A follow-up MDR report including the results from the failure analysis investigation will be submitted upon completion.

Event description:
It was reported by the intuitive surgical, inc. (Isi) clinical sales representative (csr) that during a da vinci-assisted gastric bypass surgical procedure, the customer experienced a partial fire with sureform 60 stapler, which resulted in oversewing of the stomach. The customer was using a blue reload at the time. The procedure was completed robotically. On 31-aug-2021, isi followed up with the csr, who was not present during the procedure, and obtained the following additional information: no damage was noted on the instrument prior to the start of the case. The customer was stapling the stomach when "plowing, loose staples" were potentially noted. The stomach tissue was bunched up. No error messages were displayed. There was no buttress material used during the case. The tissue was not calcified and the customer was not exposed to radiation or chemotherapy. The customer used a spare sureform 60 stapler and proceeded with the case. The reload is not available for review as it was discarded at the end of the case. No photographic images of the device or a video recording of the procedure are available for isi review. On 07-sept-2021, isi followed up with the surgeon and obtained the following information: the issue occurred during the 5th firing with a blue reload when he was creating the gastric pouch. There may have been a pause for compression, but he was not sure. There were no error messages or clamping issues. Upon firing, the stapler pulled the stomach tissue away from the crotch. When the stapler was unclamped, there were staples placed haphazardly on the stomach tissue. The tissue on the gastric pouch looked torn with a partial staple line. There was a big hole which the surgeon had to oversew using 2 running v-loc sutures. This resulted in a tighter gastric pouch, but still produced an acceptable surgical outcome. The surgeon also did an omental patch repair and left a jp drain due to the hole in the stomach. The was some bleeding amounting to about 20-30 ml due to the incident. The patient did not receive any blood transfusion. The remnant part of the stomach also had a partial staple line. The surgeon used a second sureform 60 with a blue reload to staple the remnant part again. Although the surgeon had to resect additional stomach tissue in order to do this, there was no negative impact on the patient and it still resulted in an acceptable surgical outcome. The patient's hospital stay was prolonged by 1 day and she was sent home with a drain which is normally not done. The patient did not require any stay in the ICU. The surgeon said that the tech claimed that she washes the stapler in saline before each fire, but the surgeon does not know if the task was properly performed. The surgeon does not look in the crotch between each fire and did not notice any obstruction when he fired the stapler. The reload had no retained staples and was not stuck on tissue during unclamping. Buttress material was not used during this procedure. A 36f visigi bougie was used, and the surgeon did not staple too close to the bougie. There were no video/images available for review. When asked what he thinks caused the stapler issue, the surgeon said it was probably a loose staple that was caught in the crotch of the stapler. The site has discarded the reload.